Event description:
During a dialysis treatment, there were several "air in blood" alarms. The facility reset the alarm a number of times and eventually they turned the air detector off. In addition, the facility removed the venous blood line from the line clamp. Later in the treatment, air was noted in the venous line, past the air detector. The pt complained of chest pains, shortness of breath and a numbing sensation. The pt was hospitalized for further eval.